Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The device was likely in sync mode, which requires the user to hold down on the shock button to deliver the selected energy. There are multiple reasons outside of a device malfunction for why the device may not deliver a shock. This includes, but is not limited to, invalid patient impedance or lack of a qrs signal while in sync mode. It's noteworthy to mention; by design, the x series device does not deliver energy unless the shock button is actuated. The device is designed to provide audio and visual prompts that the device is fully charged.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. During CPR the nurse received an unintended delivery of energy. Complainant indicated that the clinician obtained a new set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient or the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.